Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was discovered during product evaluation by baxter personnel. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A device history review was performed finding no exception during manufacturing.

Event description:
During product evaluation by baxter service personnel a colleague infusion pump experienced failure code 808:02. This event interrupted delivery as the device was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.